Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited a false pause episode due to undersensing. It was noted that the pause episode was not physiological. Patient was doing fine and will continue to be monitored.

Event description:
New information received noted that the implantable cardiac monitor documented arrhythmia and was electively replaced on (B)(6) 2018. No further information was reported.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.